Event description:
Caller (nurse) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio: 1.9, lab: 6.0. Pt's therapeutic range: 4.0-6.0 inr.

Manufacturer narrative:
Investigation pending.